Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported found 4 pen needles that were clogged during the flow check on (B)(6)2024 - dc consumer reported placed inner shield over the needle, the needle went through the inner shield and stuck his finger. He is fine no medical attention was needed. Unknown date of event. Dc informed caller proper placement of non patient end to pen. And to not replace inner shield onto the pen needles. Lot # 3186891 catalog# 320550 sample status awaiting sample. Unused from this box.